Manufacturer narrative:
This occurrence took place in (B)(6). It was discovered that the screw inserter drive end was modified after being distributed by pioneer surgical technology by machining the end down in order to be able to be attached to a power driver in the operating room. This was not the design of the instrument nor was it manufactured to attach to a power driver. The instrument was not able to be inspected since it was not returned. According to the information that was able to be gathered the occurrence did not in any way harm the patient and the surgery was completed with no delays reported. No DHR review could be done since the lot number of this driver was not reported to pioneer surgical technology. Device not returned.

Event description:
In (B)(6) during a posterior spinal fixation surgery, the pedicle screw inserter was being used to gain some more depth on the screw after the power driver had reached its capacity. The driver head broke off instantly which was lodged and left in the top of the tulip of the screw. The locking set screw was then placed over the broken tip and locked down. There was no injury to the patient nor did this cause any surgical delay.